Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that after an atrial fibrillation (afib) cardiac ablation with a qdot micro¿ catheter, the patient experienced bradycardia and the pressure dropped, and pericardial effusion, treated with pericardiocentesis/drainage. The information indicated that after an afib procedure in post operation, a pericardial effusion was diagnosed via echocardiogram, and after the patient went bradycardic and the pressure dropped. A pericardiocentesis was performed by the physician and the patient was transferred to (pacu) post-anesthesia care unit. The patient's pressure dropped again, and another echocardiogram was performed. A clot was found in the drainage bag. Another pericardiocentesis was being performed at the time of the call. The patient was stable at the time. The outcome of the adverse event was that the patient fully recovered, and the patient require an additional night for observation. No cardiac surgery required. No relevant tests/laboratory data noted. The procedural act (activated clotting time) was 350+ seconds. One catheter exchange after the sheath was transseptal, and one transseptal puncture site was performed during the procedure. Performed rf (radiofrequency) ablations were 50, and ablations performed within the pulmonary veins were 50. No ablations were performed outside the pulmonary veins. A baylis versacross transseptal system with steerable sheath was used for transseptal puncture. Prior to noting the pericardial effusion, ablation was performed, and no evidence of steam pop. Irrigated catheter was used with default flow settings. Correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector, visitag, and parameters for visitag were 3 mm tag size, q mode+ used, default movement and time settings. No additional filter used, and color option used was joules.

Manufacturer narrative:
On 6-may-2025, bwi received additional information indicating that the qdot's lot # was 31504657l. Section d has been updated accordingly. Additionally, the d4 primary UDI number had been updated to (B)(4). -- furthermore, on 15-may-2025, the product investigation was completed. The report indicated that after an atrial fibrillation (afib) cardiac ablation with a qdot micro¿ catheter, the patient experienced bradycardia and the pressure dropped, and pericardial effusion, treated with pericardiocentesis/drainage. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31504657l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).